Manufacturer narrative:
The maxi sky 440 is a portable device, which means that the lifting unit can be easily disconnected from one installation and connected to another one. The reacher accessory is used for facilitating this operation. It connects the lifting unit carabiner and the track trolley. In the investigated case, the lifting unit has disconnected from the ceiling installation in place where the reacher is attached to the track trolley. Arjo representative, who examined the device after event, did not find any malfunction of the ceiling lift, reacher or carabiner that may have contributed to the lift detachment. Following the facility staff's allegation, seems most probable that the reacher was not correctly attached to the track trolley what resulted in the maxi sky 440 fall. It should be noted that it is crucial to follow all safety instructions regarding device attachment on a track, included in the device labeling to provide an easy and safe installation and usage of ceiling lift devices. Maxi sky 440 instructions for use (001.16000.33) presents step by step transfer procedure. The IFU of the reacher (001.08315 ) also shows the adequate way to install the carabiner in the reacher, which is essential to provide a safe and efficient transfer. Taking into consideration the customer¿s opinion and the fact that no technical deficiency of the lifting system was found, the most likely root cause seems to be incorrect preparation of the ceiling lifting system for use. Arjo representative proposed the training for the facility staff. In summary, the ceiling lift reacher detached from the track trolley and from that perspective, the device did not perform as intended. The device was being used at the time of the event and played a role in the reported incident. The complaint decided to be reportable due to a customer allegation regarding maxi sky 440 fall during use with the patient. No injury was reported.

Event description:
It was reported by the customer that the maxi sky 440 ceiling lift allegedly detached from the track installation and fell on the patient. No injury was sustained. Following information gathered, the lifting unit has disconnected from the ceiling installation in place where the reacher is attached to the track trolley. The same incident occurred twice in the same facility. The second incident was reported in the report with manufacturer's report number: 9681684-2023-00009.